Manufacturer narrative:
A ge service representative performed an on site investigation. The customer was instructed to save the patient name prior to acquiring images. The system was found to be operating as intended.

Event description:
The customer reported the system failed to save patient images. No report of patient injury.